Manufacturer narrative:
Investigation summary: no products were returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: (B)(4). Device history review: manufactured on 01 feb 2010. (B)(4) parts were manufactured per specification and all raw materials met specification if information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This case has been logged to capture the first revision in (B)(4). Primary date (B)(6) 2010, surgeon: (B)(6), (B)(6) hospital. First revision surgery due to fall and patella fracture. The patella and tibial liner was replaced.

Manufacturer narrative:
(B)(4). Investigation summary no products were returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot 3075603 device history review manufactured on 01 feb 2010. 30 parts were manufactured per specification and all raw materials met specification if information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.